Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on using both ac and battery power. When powered on the device displays error "007" and continuously reboots. Error 007 corresponds to an oximeter mx board communication error. Internal inspection shows the technology board is missing. The device will not function without a technology board.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported it works bad and doesn't measure good. No patient impact or consequence reported.